Manufacturer narrative:
A4: patient weight was entered due to new information received.

Event description:
Additional information received indicate the patient underwent surgical intervention on (B)(6) 2020, wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight, and but it was not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced discomfort at the ipg site. Surgical intervention may occur to address the issue.